Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the outer gasket on the device tore and another size was used to complete the case. There was no consequence to the pt.